Event description:
It was reported in an abstract that 17 patients with osteoporotic vertebral fracture diagnosis received pre/postoperative MRI images and underwent a balloon kyphoplasty procedure (bkp) between june 2011 and july 2013. Age at surgery was ranging from 55 years to 93 years (mean age: 76.6 years) among 7 male and 10 female cases. Bkp-treated levels were: th10 (n=1), th12 (n=5), l1 (n=5), l2 (n=1), l3 (n=1), l4 (n=3), and l5 (n=1). It was reported that cement extravasation into the spinal canal was confirmed in 3 cases. All patients were asymptomatic.

Manufacturer narrative:
Literature citation : shinji kotaka, yasushi fujiwara, hideki manabe, akira miyauchi, and bunichiro izumi. "Clinical evaluation and image analysis of balloon kyphoplasty (bkp) for treatment of osteoporotic vertebral fracture". Pt age: 55 years to 93 years (mean age: 76.6 years). Pt gender. 7 male and 10 female cases. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.